Event description:
(B)(4) - it was reported by the consumer's wife that the patient fell onto the 6240-5f walker left spring loaded pin had come out, bruising his left hand. No medical attention was sought. Should we receive additional information, a supplemental report will be submitted.